Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors on both the left (door 2) and right (door 3) were reported to intermittently fail during medication dispensing, where the doors would initially open but immediately register a failure, requiring manual recovery of storage space to retrieve medications. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that door two on the left-hand column and door three on the right-hand column were multi clicking. A field service engineer (fse) cleaned and greased all latch switch connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.